Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 31. Details of surgery: primary stability not achieved. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.